Event description:
Clinical study. It was reported that 146 days after coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 2.5mm, 80% stenosed, 10mm long portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. One hundred and fourty six days after the initial procedure, the patient expired. There was no autopsy. In the opinion of the physician, the cause of death was cardiogenic shock, ischemic cardiomopathy, atherosclerotic and vascular disease and it is unk if the target vessel was involved.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.